Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal was set up without a problem. At the moment to put in tension, which permit to achieve the hemostasis. There was an uncoupling/disassociation of the system letting the wire on hand. The physician has retrieved the wire and put it in tension in order to finish the hemostasis. Despite this disassociation, the hemostasis was achieved and there is no clinical consequence on the patient. It was reported that there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 3/1/2018: the procedure that was being done on the patient was an angioplasty.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used 6 fr angio-seal sts plus device was received for evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis where a small amount blood like substance was found on the returned device. The hemostatic sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. 10" of suture were present detached from the angio-seal device. The clear compaction marker was visible on the returned portion of the suture. Neither the collagen nor anchor were returned. The tensioner was then removed from the device cap. There was a kink in the carrier tube assembly noted when the hemostatic sheath was removed to extract the tensioner. The kink was located 1" distal to the prongs of the deployment sleeve. After the tensioner was removed, it was inspected. There was no suture attached to the disk of the tensioner. The proximal and distal ends of the suture were then inspected under microscopy which showed that the distal end of the suture was blunt as though it was cut while the proximal end was frayed. Based on the returned device, the complaint could be confirmed for suture detachment as the suture was not found tethered to the disk of the tensioner. The cause of the detachment could not be determined from the returned device. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.